Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40-50 mg/dl. Reportedly, the customer required assistance and was given gummies and juice to address their bg level. The customer alleged that the pump delivered boluses that the customer did not request. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that customer accessed the bolus menu, entered carbs and initiated a bolus.